Event description:
It was reported that a cartridge for the mobi pump was not fitting properly, as it neither twisted nor clicked into place, despite there being no damage to the cartridge or the pump. There was no adverse impact to the customer¿s blood glucose level. The customer attempted several times to load the cartridge and was guided by technical support to fill and load a new one; the issue remained unresolved until the pump was reset, after which the customer successfully loaded the cartridge and resumed insulin delivery.